Event description:
It was reported to medtronic neurosurgery that after the patient was implanted with an lp shunt system, the patient had swelling in the back. According to the report, there was no anomaly noted with the lp shunt system and the cause of the swelling was unclear. It was also reported that explant surgery was scheduled for (B)(6) 2015.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, preimplantation and leak testing. A review of the manufacturing records was not possible as no lot number was provided. Additional patient/device information: it was later reported that there was no allegation that a device related issue caused or contributed to the patient's swelling. It was also reported that the lp shunt system was explanted on (B)(6) 2015. (B)(4).